Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed quality notification # (B)(4) was opened for the device without correlation to the reported complaint. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer called experiencing error code 255-32784-275 on their 8015 while performing preventative maintenance using alaris systems maintenance. Customer had received unit from another technician with a sticky note, stating this. Customer was unsure if unit was plugged into ac power while performing the maintenance. Customer performed pm with unit plugged into ac power with no faults. Recommended the customer to all preventative maintenance with ac power applied.